Manufacturer narrative:
In the initial report it was stated in the vent description that: during a surgery, it was identified that biopsy needle length setting by the surgeon was not correct. No patient impact was reported. Further investigation into this event it was confirmed that rosa device functioned as intended, did not malfunction and did not cause or contribute to the event. The biopsy needles are not medtech devices. The root cause of the event is that the surgeon physically selected an incorrect needle length. The surgeon states that there were no patient impact. The error was noted during control scan.

Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that surgeons set a bad biopsy needle length.

Event description:
During a surgery, it was identified that biopsy needle length setting by the surgeon was not correct. No patient impact was reported.